Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide that attaches to the handle. The missing ski pin caused the ski guide to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints.

Event description:
The customer reported that after approximately 10 activation cycles, a cracking noise was heard at the handle and the instrument could no longer be opened. The instrument was removed from the patient tissue using another ls1500. There was no patient injury.